Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the blower, manifold, bellow, foam, top and bottom housing, inlet seal, and right panel assembly were replaced due to contamination. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization: initial or prolonged which was marked incorrectly as this is product problem only as mentioned in previous report . Type of investigation was missing in previous report, which is updated in this follow up report. Patient information was incorrect in previous report, which is correctly updated as unknown in this follow up report. Report source section incorrectly marked health professional including consumer, which is correctly marked as consumer only in this follow up report. Common device name was incorrectly reported as mns in previous report, which is correctly reported now in this follow up report.